Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling is sufficient in instructing the patient how to properly disconnect. There was no reported device malfunction therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (ar in tubing) which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The home patient (hp) said that she had disconnected but did not use proper procedures. The hp had then reconnected. The baxter technical services representative (tsr) had the hp cycle the power off and on, and the hc alarmed system error 2367. The hp cycled the power again, and the system errors did not repeat. The hc was at "press go to start." There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.